Event description:
A hospital in (B)(6) reported that during an operation the instrument broke. There wasn't any impact on the procedure, the operation was finished successfully.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The measurable dimensions were found to be in compliance with the technical specifications. We are not able to determine the exact cause of failure. We can only assume that a mechanical overload, created by an exceptional hard bone, caused the breakage. The instrument was analysed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified. No product fault could be detected.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.